Event description:
The transfer set was broken. The set had been used for 30 days and the patient was performing continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.